Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd pyxis¿ medstation¿ es, the drawer did not open smoothly and appeared closed, requiring manual force to pull it out. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that while using the bd pyxis¿ medstation¿ es, the drawer did not open smoothly and appeared closed, requiring manual force to pull it out. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that there was a medication in the rail track. A field service engineer (fse) removed medication form the rail track to resolve the issue and the drawer opened smoothly. The system functioned as intended after the field service engineer repaired the device.